Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), bladder perforation ("bladder punctured"), device dislocation ("migration"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) , the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced headache ("headaches"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced feeling of body temperature change ("hot/ cold flashes"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary changes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), libido decreased ("decrease sexual desire"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and flank pain ("left lower flank pain"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy (uterus)), surgery (repair bladder from puncturing it during surgery), surgery (bilateral salpingectomy, supracervical hysterectomy (uterus)) and surgery (bilateral salpingectomy, supracervical hysterectomy (uterus)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, bladder perforation, device dislocation, device expulsion, genital haemorrhage, dyspareunia, feeling of body temperature change, libido decreased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain and flank pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, bladder perforation, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. There were coiling trails as follows: left 10, right 10. The hysteroscope was then removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events hot/cold flashes, decrease sexual desire, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, expulsion of essure device, fatigue, weight gain, bladder punctured 2x, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)/essure device had migrated to her uterus and was embedded holing her uterus and bladder"), bladder perforation ("bladder punctured/bladder was punctured 2 times."), embedded device ("migration of essure device:essure device had migrated to her uterus and was embedded holing her uterus"), device expulsion ("I found an essure coil when I went to the bathroom. Experiencing pain.") And genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight, depression and multiple allergies. Concomitant products included escitalopram oxalate (lexapro). In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 1 day after insertion of essure, the patient experienced headache ("headaches"). On (B)(6)2014, the patient experienced migraine ("migraines"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In 2015, the patient experienced feeling of body temperature change ("hot/ cold flashes"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6)2015, the patient experienced urinary incontinence ("urinary changes/increased urgency"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), libido decreased ("decrease sexual desire"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), flank pain ("left lower flank pain") and micturition urgency ("urinary tract disorder /increase urgency"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy (uterus)), surgery (repair bladder from puncturing it during surgery).essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, bladder perforation, embedded device, device expulsion, dyspareunia, feeling of body temperature change, libido decreased, vaginal haemorrhage, menorrhagia, urinary incontinence, migraine, dysmenorrhoea, weight increased, alopecia, abdominal pain, flank pain and micturition urgency outcome was unknown and the genital haemorrhage, headache and fatigue had resolved. The reporter considered abdominal pain, alopecia, bladder perforation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling of body temperature change, flank pain, genital haemorrhage, headache, libido decreased, menorrhagia, micturition urgency, migraine, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. There were coiling trails as follows: left 10, right 10. The hysteroscope was then removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Previously reported event essure migrated was updated to essure device had migrated to her uterus and was embedded holing her uterus. Event: perforation nos were updated to uterine perforation.urinary tract disorder were updated to urinary incontinence, bladder disorder were updated to micturition urgency.event: device expulsion were added.event outcome were updated: headache, pelvic, fatigue, bleeding.pelvic pain has been made symptom of uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful sex"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and perforation to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.